Manufacturer narrative:
(B)(4). Method: only the expiratory limb of the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the patient end connector collar on the expiratory limb was cracked; however, there was no visible damage noted to the tubing itself. A lot check revealed one other complaint of this nature for lot number 151125. Conclusion: based on the nature of the cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the subject breathing circuit passed the ventilator leak test prior to patient use and that the damage occurred after five days of use. These suggest that the complaint breathing circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A hospital in japan reported to a fisher & paykel healthcare (fph) field representative that the collar on the expiratory limb of an rt266 infant dual heated evaqua2 breathing circuit was found cracked after five days of use. No patient consequence was reported.